Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the corroded coupler and liquid leakage around the zoom ring, the most probable cause of the complaint was traced to component failure, and for the zoom and focus handle having dirt, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited liquid leakage around zoom ring, zoom and focus handle have dirt and coupler had slight corrosion. There was no patient involvement.